Manufacturer narrative:
The failure code 570 indicates that the battery discharged to a potentially damaging level. CAPA mdq-CAPA-132 was opened and is investigating reports of the failure code 570.

Event description:
The device was returned from customer for svc for a reported failure code 570. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event.